Manufacturer narrative:
H.6 investigation summary: no physical samples were received however the investigation was performed based on the photo provided. Customer returned photos of a 3/10cc syringe. Customer states that the hub was detached. The photo was examined and exhibited the hub-needle/shield assembly separated from the barrel. The reported issue was observed there did not appear to be any damage to the core pin. Root cause for this defect cannot be determined. A device history record could not be completed as no lot number was received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe hub separated before use. The following information was provided by the initial reporter, translated from japanese to english. Verbatim: ¿the hub was detached too when removed the shield.